Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported "rupture". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patients concerns with the product". Healthcare professional later reported "rupture". Healthcare professional later reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade IV, rupture.